Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
According to sorin crm, this patient had acute intermittent loss of capture from (B)(6) 2013 until the device was explanted and this lead was capped on (B)(6) 2013. The device was programmed to 7.5v @1.0ms. The ventricular lead threshold was consistent @ 2.0v @ 0.5ms. They were unable to determine the exact cause of loss of capture. A new device and lead were implanted on (B)(6) 2013. Should additional information be received, this file will be updated.